Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient¿s respiratory status was in question due to covid complications. While on support suction alarm above pressure level five was noted. The team was unable to obtain good windows for repositioning. The family was in discussions to determine possible withdrawal of care, so the decision was made to not reposition the device until a decision was made. Additional information noted patient care was withdrawn, and survival outcome at explant indicated the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).